Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. Visual inspection of the as returned product identified the implant box was opened, and that the vial tamper ring is broken. The internal components of the vial are not present. The device is not indicated to have been used in a patient. The reported condition of no implant in implant container was not confirmed. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Review of the package inspection confirmed that all inspected packaging contained the correct quantity and type of part a complaint history review was completed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient identifier is not provided / unknown. Patient age is not provided / unknown. Patient weight is not provided / unknown. Date of event is not provided / unknown. Additional 510(k) number is k013227. Device not returned to manufacturer.

Event description:
Doctor reports that they received an empty container, no tsvwb11 implant enclosed. Another container was opened and implant used to complete the procedure.